Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring at 124 ohms on this right ventricular (rv) channel. The device sent few alerts for out-of-range shock impedances. Technical services (ts) reviewed the data and stated that the trend showed measurements reaching approximately 145 ohms in (B)(6) 2025. In addition to this variation in the shock impedance trend, a variation in health status trends was also observed, particularly in thoracic impedance. There was no noise noted and the increase in shock impedances could be due to clinical patient condition or lead calcification. Ts recommended troubleshooting options and to consider x-ray imaging of this system. This rv lead remains in service. No adverse patient effects were reported.